Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to a bacteremia infection. Vegetation was noted on the right ventricular (rv) lead. The patient was to receive pacing support as a bridge until the infection cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.